Manufacturer narrative:
Investigation: two photos of two loose syringes of unknown volume were received and evaluated. In one photo it appears there is a small white foreign matter particle possibly embedded in the bottom of the barrel or in the fluid path. The size of the particle could not be determined. In one photo it appears there is white foreign matter particles or air bubbles in a clear solution inside the syringe. Due to poor picture quality, a more thorough investigation could not be performed, and the foreign matter could not be identified. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the foreign matter defect may be associated with the molding or assembly process.

Event description:
It was reported that bd plastipak¿ luer-lok¿ syringe has particles in the syringe. The following information was provided by the initial reporter: customer has been using bd plastipak syringes for more than 20 years to prepare cytostatic solutions via volumetric dosaging. They use needles or spikes to draw up medication. During the past 3 months, they have been finding particles inside the syringe, but also outside the syringe inside the blister. Among 300-400 preparations, they find particles in about 2-3 syringes. Customer will send in 1 syringe which has been in use only with saline solution (no cytostatics) for investigation and which contains a particle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ luer-lok¿ syringe has particles in the syringe. The following information was provided by the initial reporter: customer has been using bd plastipak syringes for more than 20 years to prepare cytostatic solutions via volumetric dosaging. They use needles or spikes to draw up medication. During the past 3 months, they have been finding particles inside the syringe, but also outside the syringe inside the blister. Among 300-400 preparations, they find particles in about 2-3 syringes. Customer will send in 1 syringe which has been in use only with saline solution (no cytostatics) for investigation and which contains a particle.